Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad trace. No moisture damage on the electronic assembly. The insulin pump has minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that one of the buttons on the customer's insulin pump was not functioning and humidity appeared in the corner of the lcd screen. The customer stated she went for a run and it was sprinkling that morning. Her blood glucose was 132 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.